Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the fenestrated bipolar forceps instrument that was used during this reported event; therefore, failure analysis investigations could not be performed.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the surgical staff encountered heavy bleeding. During attempts to achieve hemostasis, a cable broke on a fenestrated bipolar forceps (fbf) instrument. The following information is unknown: the source and cause of the bleeding, the blood loss volume associated with the complication, and what medical intervention was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrate bipolar forceps (fbf) instrument to perform failure analysis. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. Common causes of broken instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.